Event description:
It was reported that the insulation coating rips. It was further reported that the insulation seems weak and allegedly falls off in joints.

Manufacturer narrative:
Additional info will be provided once investigation is completed.